Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit that failed pm due to an inoperable over temperature alarm test button. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample and no photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined and due not enough details into the failure observed by the customer was provided, a probable cause could not be assigned. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation.a1, a2, d4, h3 - other: device has not been returned for investigation.